Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed nor replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. Failure analysis performed roll motion, up and down movement left to right articulation on the in-house system with no issue. The instrument was retested and passed engagement, recognition, and intuitive motion test on multiple attempts. The instrument was fully functional. In addition, the grip input disks were manually articulated, and the axis responded with no issue. The tips opened and closed without any issues. The housing was removed for inspection and found no damage. No product issue was identified. Additional observation(s) not related to the customer reported complaint: the mcs instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The customer was able to exchange the instrument to continue the procedure. An RMA was issued to request the intuitive surgical, inc. (Isi) device be returned for analysis. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the monopolar curved scissors instrument did not respond to the movements that were requested. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was moving and turning in another direction than the one intended. It did not hold the tissue tightly.